Event description:
It was reported that during an unknown procedure, non active blade seperation. The white tissue pad fell off and into the patient, but was retrieved. No problem with the clamp arm. Not noted how case completed. No patient consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.